Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the battery door is damaged on the outside and the liqui-label was missing. The alarm has power, but when recording a message there is a beep noise, all other functions passed testing. When the device was retested at the component level it was discovered that the voltage powering the sound amplifier varies causing sound to come off and on when pressure is off the pad. Note: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if: battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).

Event description:
The customer reported the alarm has power however; the alarm tone is intermittent when pressure is off of the sensor pad. The customer tested the alarm with new batteries and a new sensor and the results remained the same. This was discovered during set up so there was no pt contact with the product.